Manufacturer narrative:
Product information was not provided in the initial report. Model# was not provided.

Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The product information was not provided; the manufacture date could not be determined.

Event description:
A health care professional from (B)(6) stated the contour xt read 90mg/dl higher than the lab tests 68 and 93mg/dl when performing a tow hour glucose tolerance test on a patient. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The country was advised to have the strips returned for investigation. Product information was not provided.